Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier, medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies had failed. A field service engineer troubleshot an issue with a cubie having duplicate addresses. The customer was assisted in clearing the errors, and medications were reloaded onto the cubies. The cubies were then tested, and all functionality was verified to be working properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had cubie failures, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had cubie failures, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.